Manufacturer narrative:
(B)(4). UDI #: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty the surgeon found the nexgen lps-flex nsm articular surface not to lock appropriately. The operation was completed by replacing a new implant. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was confirmed. Visual examination of the returned product shows that the dovetail feature is flared and compressed and shows signs of use (nicks/ gouges). Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.